Event description:
It was reported that a pump over infused epinephrine to a pt. The pump was programmed to deliver 2 mcg/min and after an unk amount of time, it was observed that the device was delivering at 150 cc/min (approx 40 mcg/min). The customer stated that the dose rate change occurred without operator pump intervention during transport from the operating room to the cardiac intensive care unit. The pt became hypotensive and acidotic. This condition was corrected using medical intervention with the administration of a bicarb solution and resetting the epinephrine to 2 mcg/min. After several days of improvement, the pt experienced a cardiac arrest and expired. Actual cause of death is unk at this time.

Manufacturer narrative:
(B)(4). Sigma was unaware of this event prior to receiving an FDA request for add'l info on (B)(4) 2012, including a redacted user facility report ((B)(4)). The customer is unk and, consequently sigma has been unable to obtain add'l event info. Sigma's investigation is in progress, and a supplemental report will be submitted by (B)(4) 2012.